Manufacturer narrative:
Explanted stent graft was not returned for evaluation.

Event description:
An aneurx stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. Vessel morphology at the time of the event was severe disease progression which resulted in dilatation of the iliac arteries. It was reported that the pt returned at 2 yr post stent graft implant for a follow up appointment and there were no issues or endoleaks. The pt presented emergently 72 months post follow up appointment. It was reported that the CT demonstrated that the aneurysm had ruptured due to a distal type I endoleak. The distal type I endoleak in the iliac artery was where the stent graft had been bell bottomed with a iliac cuff, there was no separation of the cuff and iliac limb; however, there was no contact between the iliac cuff bell bottom device and the iliac artery wall. The device was explanted and the pt was converted to an open surgical repair. It was reported that the pt expired 4 days post aneurysm rupture.